Manufacturer narrative:
(B)(4).

Event description:
It was reported that dislodgement of the rv lead was observed post implanted procedure. The lead was repositioned and all values measured within normal range. Patient was stable post procedure.